Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.75x20mm promus element stent was being advanced to the lesion when the physician felt resistance advancing over the wire. The device was removed and stent damage was noted. The procedure was completed with another promus element stent. No patient injuries or complications occurred. Patient status is unknown. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Proximal stent struts on rows 5-9 from the proximal edge were bunched. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.75x20mm promus element stent was being advanced to the lesion when the physician felt resistance advancing over the wire. The device was removed and stent damage was noted. The procedure was completed with another promus element stent. No patient injuries or complications occurred. Patient status is unknown. This product is only ous approved but is similar to an approved us device.